Event description:
It was reported by a customer on (B)(6) 2011 the fiber cap detached at 131,227 joules. Per the customer, the physician broke the tip of the fiber while cleaning the fiber too hard. No pt injury was reported.